Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that x-ray was not possible and the error message: "tube hot, have a break" was displayed. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a hardware error. The investigation showed that the problem was caused by a defective cooling unit of plane a of a biplane system. The affected cooling unit was not available for investigation, however, based on expert evaluation it was determined that the pump within the cooling system was worn after nearly 7 years in use, resulting in decreased water flow. This, in turn, lead to the loss of external tube cooling which limited the tube's capacity. To prevent further damage of the tube, the system switched automatically into bypass fluoro mode. In plane a only continuous fluoroscopy (no pulses) with compromised image quality was available and the x-ray functionality in plane b was blocked. According to log files "tube hot, have a break" was displayed at the system before the procedure. This kind of error has a very rare occurrence and no systematic fault has been determined. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.